Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly. Visual inspection was performed on the sheath/dilator assembly and no issues were identified. The outer diameter of the lower locking portion of the dilator hub measured 0.145 inches, which does not meet specification. The inner diameter of the sheath valve cap was found to be within specification. The dilator would not snap into the sheath hub and required little force to be removed. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the dilator and sheath not locking together was confirmed during the complaint investigation of the returned sample. The dilator would not fully snap into the sheath cap and required little force to be removed during functional testing. The outer diameter of the lower locking portion of the dilator hub measured out of tolerance during dimensional testing; therefore, the probable cause of this issue is manufacturing related. A CAPA was generated to further investigate this issue.

Event description:
The customer alleges that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. A new set was used and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). A device history record review was conducted for lot# 14f16c0427 and there were no relevant findings.

Event description:
The customer alleges that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. A new set was used and the procedure was completed successfully.